Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated that the scroll down button was not working. Customer's blood glucose was 170 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer stated that he will overlook things and will call back. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.